Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable biv defibrillator, (B)(6) 2010. A 4193, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was taken to the hospital by ambulance after passing out in their garage. The patient's device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. Follow-up determined that the patient's device showed some right ventricular (rv) lead undersensing. The patient's device was reprogrammed to increase the rv sensing. Since the reprogramming, the patient has continued to have symptoms of nausea and occasional dizziness, however, the doctor at this clinic has checked the device and determined it to have normal function and no allegations. The patient has not had any episodes of arrhythmia and they are continuing to monitor the patient frequently.